Manufacturer narrative:
Image review: a review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the main tube is broken, but it¿s difficult to say if there are any missing fragments just by looking at the picture. The instrument would need to be returned to confirm. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook (pch)instrument was analyzed and found to have a broken proximal clevis at the base of the clevis. The broken piece was returned, measuring roughly 0.8750 x 0.2170 in size. Clevis shows abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The complaint regarding a broken tip was confirmed by failure analysis. The probable root cause is attributed to damage during use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tip of the permanent cautery hook broke during use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that they did not observe any fragments falling into the patient and that the instrument was removed as soon as the damage occurred. The instrument tip broke off the shaft during the process of making an incision in the uterus for the removal of fibroids. The customer provided an image of the instrument confirming that the tip was still attached to the shaft by the cable. The instrument was replaced with a backup to continue the case.